Manufacturer narrative:
The account found the right rail slide bracker was bent. The account replaced the right side rail slid bracket to resolve the issue.

Event description:
The account alleged the right side rail would not raise to the up position and latch. No pt impact.